Event description:
On (B)(4) 2012, customer reported that there was a fluid leak in the rear diluter area of the lh750 analytical station. Customer could not isolate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the quick disconnect connector (qd7) was loose. Fse tightened the connector and issue was resolved. No further leaks were reported.

Manufacturer narrative:
(B)(4).